Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the distal tip kinked, bent and peeled at 298.5cm approx. From the proximal end to distal end. All outer diameter measurements met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Same case as MFR: 2134265-2014-02068. It was reported that during an anterior tibial angioplasty treatment procedure, a tip detachment occurred. Vascular access was obtained via the femoral artery. The totally occluded, non-tortuous and calcified lesion was located in the anterior tibial. A 300cm v-14 control wire guide wire and a rubicon 14 guide catheter were selected. Some resistance was noted advancing guide wire into rubicon catheter at the hub and advancing the device across the lesion. Difficulty was encountered removing device. The guide wire got stuck on rubicon catheter while removing and the tip of the v-14 guide wire sheared off. The physician had to snare the tip of the wire out of the patient's leg. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR: 2134265-2014-02068. It was reported that during an anterior tibial angioplasty treatment procedure, a tip detachment occurred. Vascular access was obtained via the femoral artery. The totally occluded, non-tortuous and calcified lesion was located in the anterior tibial. A 300cm v-14 control wire guide wire and a rubicon 14 guide catheter were selected. Some resistance was noted advancing guide wire into rubicon catheter at the hub and advancing the device across the lesion. Difficulty was encountered removing device. The guide wire got stuck on rubicon catheter while removing and the tip of the v-14 guide wire sheared off. The physician had to snare the tip of the wire out of the patient¿s leg. No further patient complications were reported and the patient¿s status is fine.